Manufacturer narrative:
(B)(4)

Event description:
"It was reported "when the dilatator, the distal part of it is bent" a new kit was used and the procedure was completed successfully. No medical intervention required. No patient harm or injury. The patient's current condition is "fine". Associated MDR number: 9680794-2024-00192, 9680794-2024-00131, and 3006425876-2024-00219.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." In addition, the IFU informs the user to "enlarge cutaneous puncture site with cutting edge of scalpel, positioned away from guidewire." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
"It was reported "when the dilatator, the distal part of it is bent" a new kit was used and the procedure was completed successfully. No medical intervention required. No patient harm or injury. The patient's current condition is "fine". Associated MDR number: 9680794-2024-00192, 9680794-2024-00131, and 3006425876-2024-00219.